Event description:
It was reported to nova biomedical that a consumer experienced a hypoglycemic event requiring intervention at home. On a follow-up call to the consumer, it was stated that she did not control solution test the vial of test strips before using them. Consumer education took place at the time of the follow-up call. The meter and test strips in question will not be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.